Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received information regarding a plate for cranial repair. It was reported that the surgeon used the craniomaxillofacial fixation system to install a 2-hole 8mm standard straight plate. The first screw was screwed in normally. After the second screw was screwed in, it was found that the connection plate was broken. The broken part was immediately removed, and the circulating nurse replaced the craniomaxillofacial fixation system, which the surgeon used normally.